Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged shortness of breath and allergies. The reported events and its reported severity was reviewed by the manufacture's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacture concludes, no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path, suggesting a source external to the device. Evidence of water ingress on the blower and blower box was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation however, presence of contamination in the air path was confirmed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath and allergies. The patient did report receiving medical intervention and was prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.